Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. The cause of low bg was unknown. The customer was unconscious because of the low bg level and received third party assistance from an ambulance. The ambulance provided glucose gel to address the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.